Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the change in settings was from the patient not clicking the second check-mark on the screen to store the stimulation settings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that the patient was checking their ins settings when they noticed it was at 1.0v and 0.5v (left and right) when it should have been 1.0v and 1.3v. The patient reported they didn't know how the right side got down to 0.5v. The settings were checked at the time of this report and were correct, while the ins was on and ok at 25% charge level. The patient stated maybe it was something they did, but the cause was not definitively determined. The patient reportedly felt nervous because it had never happened before and thought maybe their body was just needing time to adjust. The programmer was functioning appropriately at the time of the report. No further complications were reported.